Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced ventricular tachycardia (vt), double counted and electric shock. Which convert the therapy. There was some noise and noise marks that would have delayed the charge. It was noted that the patient was medicated and the plan will continue to be monitored. At this time, this s-ICD system remains in use and no other adverse patient events have been reported.